Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and compromised sensor system and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.